Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the pumps shut off by it self during open heart surgery. The user had to turn the pump back and continue to use it. There was patient involvement but no harm.

Event description:
It was reported that the pumps shut off by it self during open heart surgery. The user had to turn the pump back and continue to use it. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a,g,b,c,d codes & manufacturer narrative. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 22jun2018. The review was performed from the date of manufacture to the present date 07jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.